Manufacturer narrative:
When a maxi ld was prepared for treatment of a target lesion in the aaa (abdominal aortic aneurysm) with unknown stenosis, an endless air leak was confirmed. The device was changed to another one (same lot) and the procedure was finished successfully. There was no reported patient injury. The intended procedure for aneurysm of the abdominal aorta and the target lesion was the abdominal aorta. The lesion was not calcified and there was no vessel tortuosity. It is unknown if the device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The brand and manufacturer of contrast media being used are unknown. The contrast to saline ratio used is also unknown. The type and brand of inflation device was used was unknown and it is also unknown if the same indeflator was used successfully with other devices. The product was returned for analysis. A non-sterile maxi ld 7f 15x4 110cm balloon catheter was returned. The balloon was received deflated and appeared to have been inflated. No other anomalies were observed in the returned device. Per functional analysis no leaks were observed during either balloon inflation or deflation. Per microscopic analysis no damages were observed. A device history record (DHR) review of lot 17152732 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Fill a 20-cc or larger syringe with equal volumes of contrast medium and normal saline. Note: use a 50-cc or larger syringe for the 22-25-mm diameter balloon. Attach the syringe to the balloon lumen marked ¿balloon¿. Pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Caution: inflation at a high rate may damage the balloon. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Deflate the balloon. Looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Without twisting, slide the forming tube back over the balloon to ensure minimum profile.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device is available for analysis but the engineering report is not yet available. Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a maxi ld was prepared for treatment of a target lesion in the aaa with unknown stenosis, an endless air leak was confirmed. The device was changed to another one (same lot) and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The intended procedure for aneurysm of the abdominal aorta and the target lesion was the abdominal aorta. The lesion was not calcified and there was no vessel tortuosity. It is unknown if the device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The brand and manufacturer of contrast media being used are unknown. The contrast to saline ratio used is also unknown. The type and brand of inflation device was used was unknown and it is also unknown if the same indeflator was used successfully with other devices.

Manufacturer narrative:
(B)(4).additional information is pending and will be submitted within 30 days upon receipt.